Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a bad downstream occlusion sensor. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Us sr 3903502 was opened regarding a cadd-solis vip ambulatory infusion pump with ln 21-2120-0104-01 and sn (B)(6): it was reported that, during testing, the pump was giving cassette not properly attached error. There was no patient involvement and harm.